Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion (plf) at l4-5-s1 due to symptoms occurred to l5. Post-op, set screw loosened. It was assumed that the set screw was loosened before bone union of posterior lumbar fusion (plf) was completed. While using the electric knife to perform the revision surgery, sparks fell. Due to loosening of the set screw severe metallosis occured near the right side of s1. Patient suffered from pseudoarthrosis at l5-s1 and there were some symptoms and complications to the left lower limbs after this surgery.